Event description:
At age 42 rptr had migraine headaches and nausea followed two years later by grand mal seizures. Diagnosed as manic depressive. She had arm surgery in 1993 and leg surgery in 1995, carpal tunnel, gall bladder surgery. Pain in joints, difficulty walking, unstable, too ill to work and placed on social security. She c/o hypertension, left chest pain, asthma. Memory loss. She started drinking in 1989 due to depression and isolation, went to aa recovery. The implant was ruptured.